Manufacturer narrative:
B5 describe event or problem, corrected data: initial report was inadvertently submitted as if this was a vns patient but this is an osa patient enrolled in the osprey study.

Event description:
After further review it was determined that this report is related to an osa patient enrolled in the osprey study and not a patient implanted with the vns.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a defective lead would be returned. No other information was provided. Response was received that the lead was returned. The lead has not been received to date. No other relevant information has been received to date.